Event description:
It was reported that the physician had difficulty inserting the atrial lead into the connector of the pulse generator. Silicone oil was used and the procedure was concluded successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.